Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896399 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as the onset, the pt was hospitalized for the event. On an unreported date, the pt was treated with unspecified antibiotics and had their catheter removed. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.